Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was stuck in the preparing to prime loop. The customer's blood glucose level was 101 mg/dl at the time of the incident. The customer stated that they will call back when they feel better to discuss the issue. The customer did not troubleshoot and did not send the product back for analysis.